Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 466 mg/dl at the time of the incident. Customer's family stated the contacts on the battery cap were not missing or damaged. Customer's family stated the battery compartment was neither damaged nor corroded. Customer's family stated the spring was neither damaged nor corroded. Customer's family stated that the display did not return after insulin pump restart. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.